Event description:
Patient with history of stage t4dn2mo, status post-chemotherapy x 4 cycles followed by mofified radical mastectomy and radiation. Had port-a-cath insertion on 3/16/93. On 4/28/93 problems were noted with her pac in that the nursing personnel were unable to successfully cannulate the pac. Chest fluroscopy was obtained which noted that (pac) was tilted in its longitudinal axis so that the port membrane points anteromedially. With fluroscopic guidance nursing personnel were then able to successfully cannulate the pac which functioned appropriately. On 5/26/93 pac was attempted to be accessed x 3 with a #19 gauge 90 degree 1" needle each time blood return was noted into the tubing but no fluid could be pushed. 1/12/94 chest film revealed fractured vad (vascular access device) line is presently in right atrium and ventricle without incident. It was noted that the catheter was lodged so that the right side of the catheter was wedged against the right atrial wall laterally and the left side of the catheter wedged into the right ventricular apex. No other catheter fragments were identified. Port-a-cath remains the tip of which projects very close to the right subclavian vein. Plan is to not replace pac.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.